Event description:
It was reported that a cartridge alarm occurred. Subsequently, a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer¿s blood glucose (bg) level was displayed as "high"; however no specific value was provided. Customer delivered a correction bolus via the pump to address bg. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.